Event description:
The customer reported erroneous troponin I (accu-tni) results, for two pts, involving unicel dxc 600i synchron access clinical system. This report refers to pt number two. Subsequent testing produced results within different clinical ranges. The erroneous result was released out of the lab. An amended report was released to the hosp. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) performed lumwash son test which was within specifications. The fse found no system issues. The unit was in normal operation. Beckman coulter informed and educated the customer on proper pre-analytical sample handling. The customer acknowledged and understood the importance of proper sample handling. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-05558.